Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was engaged to the reload. The retraction knobs were advanced and the knife of the reload was advanced. Visual inspection of internal components revealed sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the sheared teeth condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." However, the investigation detected a secondary condition of thick tissue that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the load was placed in the handle the staples were partially discharged with out squeezing the trigger. We tried a second load and had the same problem. There are difficulties in unloading the reload. We ultimately opened a second handle and were able to complete the procedure. There was no patient injury.